Event description:
The customer reported a leak occurred when using the coulter hmx hematology analyzer with autoloader. The customer reported build up (crystals) on the seam of the sheath tank of the analyzer. A beckman coulter field service engineer reported the sheath tank leaking due to a crack. The customer was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed the sheath tank leaking due to a crack, and the sheath tank was replaced. (B)(4).